Event description:
Injury: a man reported that he gave himself an insulin injection in his right arm with a novofine 30 needle and after the injection he noticed that the needle was not on the end of the device. He had no pain or discomfort in his arm but went to the dr for an x-ray and the location of the needle was confirmed. He was then sent to a surgeon who decided not to operate at this time. He will return to the surgeon in a month for evaluation. The man has not experienced any pain or infection in the arm.